Event description:
Caller states, the lancet does not retract after firing. No adverse event reported. Requested return of suspect device and replacement was sent. No info reported to suggest where issue was discovered.